Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center regarding a falsely elevated cardiac troponin patient result obtained on a dimension exl200 system. Siemens is investigating this event.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) patient sample result was obtained on a dimension exl 200 system. The result was reported to the physician(s). The same sample was tested on the same instrument and a non-siemens instrument and a lower result was obtained. A new sample was drawn from the patient and was processed. A lower result, considered correct, was obtained and reported. The patient was admitted after the initial result was reported. The patient was given lovenox for possible st elevated myocardial infarction. There are no known reports of adverse health consequences to the patient due to the discordant tni result or the hospitalization.

Manufacturer narrative:
Additional information (13-oct-2020). Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the discordant, falsely elevated cardiac troponin I (tni) with patient sample ID il229563 processed on (B)(6)2020 on the dimension exl 200. Hsc reviewed the information provided and the instrument data logs. The sample aspiration data for sample ID il229563 was atypical. No other samples gave the same atypical aspiration pattern on (B)(6)2020 . No product non-conformance was identified with the instrument or assay. The cause of the isolated event is unknown. The device is performing within specifications. No further evaluation is required. Section b3 date of first event changed from (B)(6)2020 to (B)(6)2020 based upon hsc evaluation of the instrument data files. Section h6 codes were updated based upon the hsc investigation. Initial MDR 2517506-2020-00291 was filed (B)(6)2020.